Manufacturer narrative:
The factory has not yet received the device for evaluation, and this complaint is still under investigation.

Event description:
The distributor in the UK reported that upon incoming inspection testing, this paddle set would not discharge.